Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer has been using cold insulin with pump. Tandem technical support informed customer that they should be using room-temperature insulin. Customer replaced cartridge and infusion set to address occlusion. There was no adverse impact to the customer¿s blood glucose level.